Event description:
Rn preceptor and rn orientee were hanging a vancomycin ivpb (intravenous piggyback) for this patient together. The pump was programmed properly and the antibiotic started infusing. Preceptor noticed that the drip rate in the drip chamber seemed exceptionally fast. The ivpb infusion was programmed for 2 hours and the preceptor thought that the infusion would be done in 15 minutes at that drip rate. The preceptor paused the pump to assess the issue, and the infusion continued to drip at the same rapid rate, even with the pump paused. The preceptor roller clamped the infusion and removed the defective equipment. Internal (B)(4). Serial no: "(B)(6)".